Event description:
Reporter stated that patient was unable to obtain a result on the voicemate/advantage device and had to be given a glucose tablet due to his hypoglycemic symptoms. No medical treatment received or sought. Requested return of suspect system and replacement was sent. No information given to indicate where incident occurred.